Event description:
An ev-3 protege' gps stent was introduced over a meditech amplatz super stiff wire through a 6 fr. Right femoral artery sheath during patient's left leg angiogram. The stent was directed contralaterally over the wire and deployed without difficulty in the left external iliac artery. However, after stent deployment, the physician was unable to back the stent delivery system back out over the wire; it would not slide off the wire. Both the wire and stent system were removed together. No injury occurred to the patient.